Event description:
It was reported that the right atrial lead dislodged. The lead could not be repositioned as it was "tangled" in the ventricular lead. The atrial lead was explanted. A replacement was not implanted due to the patient being in atrial fibrillation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. No anomalies were found.